Event description:
It was reported that during a lap hepatectomy procedure, as the device was being removed, the cartridge fell into the pt. A mini laparotomy was performed to remove the cartridge from the pt. The pt is fine, went home the same day and was scheduled for routine post-operative care.